Event description:
It was reported that the fiber stopped working after its third use. The procedure was completed with another fiber, and there were no patient complications reported. Analysis of the returned fiber identified a fracture within the connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in one piece. The fiber measured 307.6 cm from the tip of the fiber connector to the end of the end of the fiber tip. The exposed glass tip measured 1 mm and appeared degraded. During functional testing, there was no light exiting the sma connector, indicating that there was a fracture within the connector. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. The device instructions for use (IFU) state: ensure that the distal end is intact and that the sma connector is clean. Do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector. Avoid touching the exposed connector end. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Correction to field g1: MFR site information, h8 usage of device.

Event description:
It was reported that the fiber stopped working after its third use. The procedure was completed with another fiber, and there were no patient complications reported. Analysis of the returned fiber identified a fracture within the connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in one piece. The fiber measured 307.6 cm from the tip of the fiber connector to the end of the end of the fiber tip. The exposed glass tip measured 1 mm and appeared degraded. During functional testing, there was no light exiting the sma connector, indicating that there was a fracture within the connector. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. The device instructions for use (IFU) state: ensure that the distal end is intact and that the sma connector is clean. Do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector. Avoid touching the exposed connector end. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement.